Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 19 mg/dl, 12 mg/dl, and 104 mg/dl; 144 mg/dl, 209 mg/dl, and 101 mg/dl. The comparisons were performed on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.